Manufacturer narrative:
Follow-up # 1 correction: the alert date was inadvertently reported incorrectly and should have reflected 06/28/2013.

Manufacturer narrative:
Follow-up #2 date of submission 09/23/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/30/2013 with the following findings:the complaint could not be confirmed or duplicated on investigation. The pump powered up normally and the display screen was clear and legible. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display issue involving the color spectrum. The display reportedly has a "weird discoloration". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.